Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a left ventricular lead implant procedure. Upon inspection, it was discovered that the wire had punctured through the lead during loading before implant. A different lead was used without issue. The patient was stable.